Event description:
The affiliate reported that the device stopped functioning after implantation. As a result, the device was removed. The doctor will schedule a revision in the future. There were no adverse consequences to the patient.

Manufacturer narrative:
Please be advised that we do not use therapy dates. As a result, todays date was used. After completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was at 50mmh2o. The valve was visually inspected, and what looks small cut was found in the silicone housing in the needle chamber. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted, and some biological debris was flushed out. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried and reflux tested. The valve failed the test. During the programming process the valve mechanism did not move. The valve was then pressure tested at 50mmh2o, results, the valve passed. The valve was dismantled and was examined under microscope at appropriate magnification: dried biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records for the valve confirmed the valve conformed to the specifications when released to stock. Review of the history device records for the bactiseal catheters was not possible as the lot number was unknown. The root cause for the problem is due to dried biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No problem was noted with the bactiseal catheters. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.